Event description:
Neotech received an email on (B)(4) 2013 from a facility informing us of an issue they had experienced with the neobar et tube holder. A questionnaire was sent to the initial reporter and returned to us on (B)(4) 2013, describing the incident as follows: "plastic piece slid out of adhesive portion causing unplanned extubation." The patient "required reintubation." On the same questionnaire, the reporter also mentioned "other events related to adhesive coming loose after becoming saturated with sputum." As of (B)(6) 2013, the patient's condition was described as "still currently hospitalized."

Manufacturer narrative:
A visual inspection of the returned device revealed that one of the adhesive tabs as missing. Photos are provided with this report. There was no further eval performed, as this is a known issue with this device. Due to concerns of the neobars dislodging from the adhesive tabs, the mfg of all neobars has since changed to include a welding procedure and no reports of tab separation have been reported to this day. A good faith effort was made on (B)(6) 2013 to obtain further info regarding the details of this complaint and the other two mentioned, but was unsuccessful. A supplemental report will be submitted should any further info become available. This is the final report.